Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the second inflation. In this case, it is likely that the balloon rupture did not allow the balloon to refold properly resulting in the material interacting with the patient anatomy and/or accessory device and subsequently lead to the reported separation during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the right coronary artery (rca. Resistance was met inserting the 3.0x15mm rx trek balloon dilatation catheter (bdc). The device was advanced to the target lesion however the balloon ruptured during the second inflation. During removal the shaft separated from the balloon; the separated portion was still on the guide wire therefore the entire system was withdrawn without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.